Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was kinked. The rv lead was exchanged and replaced on (B)(6) 2025. There were no patient consequences.